Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device :uterus") and pregnancy with contraceptive device ("post-implant pregnancy") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event depression & mental anguish were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device :uterus') and pregnancy with contraceptive device ('post-implant pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). Concomitant products included nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression, anxiety, cystitis, vaginal discharge, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pain, psych injury, bladder problems, urinary tract disorder, bladder infection, vaginal discharge, uti, vaginal infection. Discrepancy in essure insertion - (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: pfs received : events added-abnormal bleeding (vaginal, menorrhagia). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device :uterus") and pregnancy with contraceptive device ("post-implant pregnancy") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). On (B)(6) 2013, the patient had essure inserted. On 15-mar-2013, 26 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on 18-mar-2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder and vaginal infection outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered device expulsion, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporter added. Patient demographics, concomittant and historical condition added. Essure indication updated and explant date added. Previously reported event infection updated to infection: vaginal and migration updated to migration of essure device location of device: uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device :uterus'), pelvic abscess ('pelvic abscess') and tubo-ovarian abscess ('bilateral tubo-ovarian abscesses') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test" and device ineffective "device ineffective". The patient's medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation, appendicitis (appendix removal), tubo-ovarian abscess, pelvic adhesions and appendectomy. Concomitant products included nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy/bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic abscess, tubo-ovarian abscess, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression, anxiety, cystitis, vaginal discharge, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, heavy menstrual bleeding, menstrual disorder, pelvic abscess, pelvic pain, pregnancy with contraceptive device, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pain, psych injury, bladder problems, urinary tract disorder, bladder infection, vaginal discharge, uti, vaginal infection. Discrepancy in essure insertion (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Events pelvic abscess, bilateral tubo-ovarian abscesses were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device :uterus') and pregnancy with contraceptive device ('post-implant pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). Concomitant products included nsaids since 2013 and paracetamol (acetaminophen) since 2013. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"), 26 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression, anxiety, cystitis and vaginal discharge outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pain, psych injury, bladder problems, urinary tract disorder, bladder infection, vaginal discharge, uti, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device :uterus') and pregnancy with contraceptive device ('post-implant pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). Concomitant products included nsaids since 2013 and paracetamol (acetaminophen) since 2013. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On(B)(6)2013, the patient had essure inserted. On(B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"), 26 days after insertion of essure. On(B)(6)2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression, anxiety, cystitis and vaginal discharge outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pain, psych injury, bladder problems, urinary tract disorder, bladder infection, vaginal discharge, uti, vaginal infection. Most recent follow-up information incorporated above includes: on(B)(6)2020: plaintiff fact sheet was received. Event added from pfs- bladder problems, urinary tract disorder, bladder infection, vaginal discharge. Events outcomes were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device :uterus") and pregnancy with contraceptive device ("post-implant pregnancy") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's past medical history included flank pain, hematoma, low back pain, urinary frequency, vaginal pain, dysuria, ovarian cyst and knee operation. Concurrent conditions included pelvic abscess, uterine inflammation and appendicitis (appendix removal). Concomitant products included nsaid's since 2013 and paracetamol (acetaminophen) since 2013. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Concomitant drug was added. Added event she did not undergo an essure conformation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.